Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the operating system was preventing the touchscreen from working. The unit showed structural damage and required replacement. A field service engineer (fse) replaced all in one (aio); however, the touchscreen issue persisted. The original aio was reinstalled with a new hard drive, which restored system functionality, but programming could not be completed. A hard drive replacement was performed. Then technical support specialist (tss) reinstalled the log me in (lmi) application and worked with fse to confirm record synchronization and proper drawer functionality. Post replacement, the new hard drive was on version 1.7; expiry mismatches and null values were corrected manually, and the 1.8 package was successfully deployed. The system functioned as intended after the field service engineer and technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, user was unable to log in as the screen was frozen and unresponsive to touch input. However, there were no delay in patient care and no adverse events or injuries reported based on this event.